Manufacturer narrative:
The results of the returned product evaluation were inconclusive.

Event description:
The surgeon reported that the glue joints separated upon removal of the ring from the eye. There was no impact to the patients.